Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung resection, the firing was not completed to the end and stopped. When the jaws were opened, the sheet of the reinforcement material was found to be not fully cut. The account performed cutting of the sheet with scissors and released it from the cartridge. A new handle set was taken out and the operation continued. There was no patient injury.